Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the left femoral artery to support the 84 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was additionally on inotropes, vasopressors, and oxygen for respiratory needs. The patient has a swan and arterial line in the right femoral. The underlying history was not shared, beyond a recent fall/trauma with multiple fractures. The support was ongoing when on day of implant there was bilateral groin hematomas. The team infused 6 units of blood back to the patient. Of note the patient was on anticoagulation and antiplatelets with aspirin, plavix, and eliquis was held. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. After a day+ of support the decision was made to withdraw care and patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.